Manufacturer narrative:
Product complaint #: (B)(4). D4: batch # t5dj7l. Investigation summary: the analysis results found that the ats45 device was received for analysis with no apparent damaged and with the firing trigger, anvil closed and the knife partially advanced. The firing trigger was manually open and with a tr45w cartridge loaded in the device. The reload was received fully fired with a stuck tissue piece with staples on the cartridge deck and damages were noted on cartridge deck. The device was tested for functionality with a test reload and it fired, cut without any difficulties. The staple line and the cut line were complete and the staples meet the staple form release criteria. The device was disassembled to verify the integrity of the internal components and no abnormalities were found. Event could not be confirmed as the device performed without any difficulties noted during the functional testing, the device opened and closed without any difficulties noted. The damage found on the deck is consistent when the device is fired over an already existing staple line; when this happens, the knife plows the staples on cartridge deck and shaving may occurs. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Please describe staple formation. Was the staple line complete? Was the device difficult to close? Was the device difficult to fire? What troubleshooting steps were taken to open device? Was there difficulty with return of firing trigger? What color cartridge was used? What was done to address the staple line intraoperatively? What were the indications for removal of diverticulum? What is the current patient status?

Event description:
It was reported that during a discontinue a meckelian diverticulum procedure, after the stapling process, the instrument could no be opened, it was removed via a laparotomy.